Manufacturer narrative:
Findings: unit received no button response due to corroded keypad traces. No button error alarm. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm. Button was not pressed for longer than 3 minutes. Customer was asked to return the pump for analysis. No further details given.